Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a gen04 and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that the device was used during a total laparoscopic hysterectomy. The surgeon used the device to cut/coagulate and dissect for 1 hour. After this point, he took the shears out of the patient and attempted to clean the tissue off the jaws of the instrument. The instrument worked fine, then the generator started making a solid tone (but no error code appeared.) There was also a squeak in the white portion of the handpiece. We tried to torque the instrument with torque wrench but the same thing happened. The scrub nurse then disassembled the entire scalpel off the handpiece and reassembled it, however, this did not fix the problem. Another device was used to complete the case. There was no consequence to the patient.